Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient with artificial airway orotracheal tube 8.0 fixed in 22cms adapted with commercial anchor con ected to ventilatory support, had adequate pressures in airway and pneumotaponder control of 30cmh2o. The patient had diaphragmatic, regular breathing pattern. Patient suddenly had desaturation up to 45% with slow recovery up to 65%. Pneumotaper pressure was checked, thorax rx was taken where alveolar opacities were evident in both fields. Pulrotrake was changed; it was not evident that when removing the tube the pneumotaponder was dysfunctional and presented rupture." There was patient harm associated with this event.